Manufacturer narrative:
The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and oil residue was noted at the quick connect area. A functional evaluation revealed that the device failed the weight test. The piston migration was at 2.0 inches, which is indicative of hydraulic fluid loss. The air swivel had an air leak. The reported failure was confirmed and the root cause has been determined to be a seal failure. The device has been in service for over 5 years, thus any malfunction presented at this point in time would not be related to the manufacture of the product. A complaint history review concluded this was a repeat issue. Pneumatic swivel joints can develop a minor seal leak if impacted or may ¿unseat¿ during certain swivel movements but will generally re-seat upon manipulation. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the positioner spider limb broke down. No case reported; therefore, there was no patient involvement. Results of investigation revealed that the device failed the weight test which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.